Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil broke, the remaining piece was noted were grasped, the coil broke, the remaining piece was noted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss / I noticed slight reduction in the amount of hair") and skin disorder ("my skin even looks better"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage outcome was unknown and the alopecia and skin disorder was resolving. The reporter considered alopecia, device breakage and skin disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record received- event medical device removal was replaced with event the coil broke, the remaining piece was noted in the proximal end of the right fallopian tube was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coil broke, the remaining piece was noted were grasped, the coil broke, the remaining piece was noted') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss / I noticed slight reduction in the amount of hair") and skin disorder ("my skin even looks better"). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage outcome was unknown and the alopecia and skin disorder was resolving. The reporter considered alopecia, device breakage and skin disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss / I noticed slight reduction in the amount of hair ") and skin disorder ("my skin even looks better"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown and the alopecia and skin disorder was resolving. The reporter considered alopecia, medical device removal and skin disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. (B)(4) found to be duplicate of this case, events- "hair loss / I noticed slight reduction in the amount of hair, my skin even looks better", references and documents from (B)(4) (MFR control no. 2951250-2020-02962) transferred to this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.